Event description:
On 4-22-99 a resident went through the stairway door in his wheel chair and alarm did not sound. Resident proceeded down the stairs. Before he was discovered by maintenance staff, resident did not receive any injuries, but could have been very seriously hurt.